Event description:
It was reported that patient was itchy four days after pump replacement (the catheter was not replaced). On (B)(6) 2010, patient indicated that around the pump, it was swollen the size of a hand, it felt hot and painful, was bruised and was worse when he stood up. Patient reported being at home in fair condition. Four days earlier, he had been to the ER where he was told he had an infection or abscess and he received antibiotics. The patient did not think the pump was pumping the medication, but this was unconfirmed. He couldn't tell when the pump started. Please refer to manufacturer report # 6000030201004270.

Manufacturer narrative:
(B)(4)